Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use an euphora rx ptca balloon catheter to treat a mildly tortuous and calcified lesion exhibiting 80% stenosis located in the mid left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that following inflation of the balloon at 10atm that the balloon lost pressure slowly. When inspected outside the body a small pin hole was observed. The patient was reported to be alive with no injury.